Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 9x2.0 mm balloon became entangled with the guide wire, and a portion of balloon material dislodged inside the pt. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion located at the bifurcation of a saphenous vein graft (svg) where it was connected to an extremely tortuous left circumflex (cx) coronary artery. It is noted that the pt had 'very difficult anatomy'. A guide wire was placed in the svg, and the maverick2 monorail balloon was advanced and inflated to four atms. After a second guide wire was placed into the cx coronary artery, the physician had difficulty moving the maverick2 monorail balloon. The guide wire became entangled with the maverick2 monorail balloon, and balloon material was sheared off when device removal was attempted. The guide wire and the maverick2 monorail balloon were removed as one unit, and a portion of balloon material remained in the svg. A filter wire was used and was able to capture the balloon material and bring it to the 6f bard introducer sheath. However, the filter and balloon material could not be withdrawn through the sheath. The balloon material embolized to the popliteal artery. The pt was taken to radiology, and a snare was used to successfully retrieve the balloon material. Pt status is reported as 'fine'.